Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was feeling painful stimulation at the ipg site. The stimulation had been off for 3 days and when it was turned back on the patient felt the painful stimulation. Stimulation was turned back off however the painful stimulation is still felt. The ipg was explanted and replaced and the pocket was relocated to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.